Event description:
It was reported the laparoscope had a very poor and dark image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure, very poor image, was not confirmed, but the failure dark image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) was damaged, the light guide bundle of the video cable section was broken, and the light transmission was lost or too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the dark image: the light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low. Based on the results of the investigation, and since the device malfunction, very poor image, was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the other identified malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.